Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level 40 mg/dl and 50 mg/dl. Customer¿s other blood glucose level was 55 mg/dl at the time of incident. Customer was treated with food and glucose tablet. Customer did not allege insulin pump was over delivering. Customer was not using auto mode. Troubleshooting was performed for low blood glucose. The insulin pump will be returned for analysis.